Event description:
It was reported that during a colon resection procedure, the doctor pulled lever of the device to cut and staple colon and heard a click; which means it should have cut and stapled. The doctor then tried to retrieve anvil...which would not pull through colon. Surgeons ended up opening patient to finish the repair. They retrieved anvil and sewed the anastomosis at the staple line were it was leaking. Surgeon said that only half the staples formed. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.